Event description:
It was reported to resmed an astral external battery was not functioning. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported external battery issue. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for the use of this device has not changed and remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral external battery was not functioning. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The external battery pack was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).